Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for an unrelated indication and experienced peritonitis three days after hospitalization. The peritonitis was manifested by cloudy effluent. The patient was treated with vancomycin (intraperitoneally, dose and frequency not reported) for the event. The patient was discharged four days after hospitalization. The patient recovered from the peritonitis twenty one days after onset of the event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.